Event description:
The device was used during a laparoscopic appendectomy. Reportedly, the staples did not form properly and the device was difficult to fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.